Event description:
Boston scientific received information that during the implant, difficulty was encountered positioning this lead. Interrogation revealed high out of range impedance measurements. Attempts to reposition were unsuccessful. A decision was made to leave the lead implanted. No adverse patient effects were reported. One day post implant, it was noted this lead was dislodged. In addition, it was noted a pneumothorax had occurred with light pericardial shedding. A revision procedure was performed. This lead was successfully repositioned. Post procedure, measurements were within normal limits. No further intervention was required for the pneumothorax.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.